Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 436 mg/dl and 370 mg/dl. Customer did not provide any symptoms and treatment regarding high blood glucose. The insulin pump will not be returned for analysis.